Manufacturer narrative:
Investigation results: visual investigation: cable is optically in a very good condition. The cable was checked and no fault could be found. There are no residues visible on the lever and on the complete product. Function of the lever is completely given. Maintenance date expired on 2020-06. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: no failure could be detected. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga804 - elan 4 electro motor cable w/hand switch. According to the complaint description, during the surgery, the lever did not return suddenly, and the bar did not stop accordingly. Since it continued intermittently, when returning the lever as an emergency measure, the lever was forcibly returned with the other hand to stop the rotation of the bar. Adhesive bone wax was used as a bone marrow hemostatic agent during surgery. Therefore, it is presumed that the lever may not have returned due to the bone wax adhering to the lever and the body contact patch. Additional information was not provided nor available/was not available. The malfunction is filed under aag reference (B)(4).